Manufacturer narrative:
(B)(4). A test lung was connected and the circuit was replaced but the condition didn't change. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 plus ventilator auto trigger was activated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.